Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Mayfield modified skull clamp (a1059) was returned for evaluation. Failure analysis: unit received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly, repair noted the index knob and the lock needed new components added to replace worn internal parts. Unit was machined to have heli-coils added to the large starburst threads. The set screw in the swivel base was tight. Root cause: the reported complaint was confirmed. Unit received required preventive maintenance and the index knob and lock required replacement of worn internal parts parts as a result of normal wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2010).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 3004608878-2021-00433. A facility reported that mayfield modified skull clamp (a1059) does not lock into place correctly. It is unknown if there was patient involvement however; no patient injury was reported or surgical delay has been reported.